Manufacturer narrative:
The insulin pump was received with blank display. After disconnecting the electronic assembly stacks and reconnecting the electronic assembly stack, insulin pump powered up properly. The problem isolated to electronic assembly was unable to verify battery out of limit due to blank display. We were unable to perform functional test, including the self-test, unexpected error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test, operating currents and excessive no delivery test due to blank display. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 7.7mmol/l. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to clean the battery cap contact with cotton swab and allow at least one minute for the battery contacts to dry. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.